Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included under water pressure leak test, no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was discovered on the interlink injection site during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.